Manufacturer narrative:
Occupation is patient/consumer. The test strips with the lot number 62216021 was with an expiry of 31-dec-2023. The meter with serial number (B)(4) and the test strips with lot number 63657521 were requested for investigation. The products have not been received at this time. If the products are returned in the future, a follow up report will be submitted.

Event description:
We received an allegation of error m-44 for 1 patient tested with 4 different coaguchek vantus meters serial numbers (B)(4). An interference was suspected. On (B)(6) 2022 the patient had an error m-44 when testing on coaguchek vantus meter serial number (B)(4) with test strips lot number 62216021. On (B)(6) 2022 the patient had an error m-44 when testing on coaguchek vantus meters serial numbers (B)(4) with test strips lot number 63657521. The patient stated her doctor used a coaguchek xs meter and was able to test her with their xs meter and test strips without getting an error. The patient's therapeutic range was not provided.

Manufacturer narrative:
The meter was provided for investigation. The investigation determined the following: the test measurements were partially aborted with m-44 (test strip failed the internal control). M-44 is usually an error which is triggered either by irregularities on the test strip or by the user, e.g. If the strip was moved during measurement or the blood was applied too early on the strip, before the test field is warmed up. The circuit board shows no contamination that could lead to the complained error. The test strip contacts showed no recognizable contamination that can affect the contact. Investigation by the test strips adapter (tsa) showed a crack in the stop bar for the test strip. This allows the test strip to be pushed in a little further and the test strip contacts a short-circuit. The tsa itself showed no damage caused by external forces. The device showed no customer mishandling/user error. A defect of the circuit board or an electronic component on the circuit board has been determined. The error was classified as a non-systematic error. The investigation did not identify a product problem. The cause of the event could not be determined.